Manufacturer narrative:
The physician's practice manager contacted the manufacturer regarding the use of the device (device implanted approximately in (B)(6) 2019 and date of explant is unknown). The physician decided to explant the device due to alleged hardening of the device. There have been numerous requests for additional details regarding the initial surgical procedure performed and placement of the device, patient information and any pre-existing conditions and follow-up with the patient post explantation of the device. The patient information - age and weight are estimated. The date of explant is estimated. The customer has not provided any requested information. The manufacturing records were reviewed and the product met all specifications. No other similar complaints for this lot have been received to date. Due to the lack of sufficient information to determine if the device caused the adverse event, this investigation has been closed. If additional information is obtained, an investigation will be performed and a follow-up report will be submitted.

Event description:
The patient underwent surgery in (B)(6) 2019 and the physician used galaflex scaffold for soft tissue support. The exact date of the surgery was not provided. The age of the patient was not provided. The details of the surgical procedure were not provided. The physician alleges that the device hardened once implanted, and decided to explant the device. This information was reported to the manufacturer 1.5 yrs after the event.